Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple and intermittent occlusion alarms. There was no reported impact to customer's blood glucose level. Reportedly, customer changed infusion sets and cartridges to resolve the issue.